Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additional information will be provided in a supplemental report.

Event description:
On 02 december 2024, senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made on (B)(6) 2024. User is doing fine and new sensor was inserted on the opposite arm. Next removal attempt is scheduled for approx 6 months.